Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 437 mg/dl. Customer also stated that the sensor had a calibration not accepted and change sensor. Customer¿s mother decline troubleshooting for high blood glucose. The device will not return for the analysis.